Event description:
The valve was explanted due to overdrainage symptoms with the pt. The valve was replaced and the surgeon was happy with the pt situation.

Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux, and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.